Event description:
It was reported while using bd¿ eccentric luer slip tip syringe ce mark the plunger was broken. The following information was provided by the initial reporter: plunger broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: one photo and one physical sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2105010. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported while using bd¿ eccentric luer slip tip syringe ce mark the plunger was broken. The following information was provided by the initial reporter: plunger broken.